Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the luer connector leaked at the start of the fill tubing sequence, and insulin delivery was restored after the user replaced the cartridge and the luer connector with guidance. Symptoms included no change in blood glucose. Outcomes included no injury and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed that insulin flow resumed after replacement and proper setup. It was concluded that the event was related to a leaking luer connection that resolved with component replacement and correct procedure.